Event description:
It was reported to nova biomedical that a consumer received back to back blood glucose readings of 460 mg/dl and 170 mg/dl. Control solution testing performed by the consumer and customer care representative showed the test strips to fall into correct test range. The blood glucose results previously obtained were determined to be clinically significant. The consumer was requested to return the products for evaluation.

Manufacturer narrative:
Test strip lot #1020214027 expiration date: 01/2016. Control solution lot: 1030113218. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.